Event description:
It was reported that the pt's hearing performance has deteriorated, and that her speech discrimination has decreased by approx 40% compared to 6 months before. An accident has not reported. Testing carried out on (B)(6), 2011 shows electrode channels 5, 7, 8, 9, 10, 11 and 12 in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.